Event description:
It was reported that during a da vinci prostatectomy procedure, the scissors were dull on a monopolar curved scissors instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify customer reported complaint. The instrument was placed on an in-house system for latex cut test. The scissors cut cleanly through .006 latex. The blade edges are not damaged. The instrument passed the electrical continuity test. The flush tube was not kinked. Failure analysis investigation also observed pad printing removal from the tube extension. No other damage was found. Failure analysis concluded that the pad printing damage was likely due to mishandling.